Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported by the sales rep that during a lap adjustable band procedure, the device was leak checked prior to implanting it in the patient, and they found that it was leaking. Another device was used to complete the procedure. There was no adverse consequence to the patient.